Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The reported problem of 'error 345' was confirmed in the event history log (ehl) review as 2 occurrences of the 'system error 345' messages, but not reproduced during evaluation with the pump ran at a rate of 400ml/15 minutes, and the idea testing experienced the system error 345. The cause was determined to be failed ultrasonic sensor which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). The event occurred in the operating room department. There was no patient involvement. No additional information is available.